Manufacturer narrative:
D4 & h4: unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the was not communicating. A technical support specialist (tss) followed the knowledge article how to initial troubleshooting questions for station not communicating all drawers steps to resolve the issue and confirmed that the station was connected to the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was not communicating. The customer stated that patient order was not crossing and multiple patients were impacted. However, there were no delay to patient care and adverse events or injuries reported based on this incident.